Event description:
It was reported that cgm repeatedly displayed error message 42 on pump, with same error occurring three or more times on device. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced under warranty, was instructed to place current pump in storage mode before return, to program pump settings into replacement device, and to reconnect cgm, and caller understood instructions and agreed to return problematic pump using prepaid label.